Event description:
It was reported by the customer that the device only issued quantity 1 medication when quantity 2 was supposed to be dispensed. The device was unable to issue the requested quantity. This issue represents a delay dispensing medication. No report of patient harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the device user was able to issue only one item despite two being required. The technical support specialist connected to cabinet and myqlink and confirmed that the total quantity in patient profile was one. Thereby, the specialist advised the customer to contact pharmacy and request total quantity. The system functioned as intended after being assessed by the technical support specialist.